Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a broken sensor wire. Upon sensor removal, patient's mother noticed sensor wire remained half in the buttocks. Patient's mother removed sensor wire. No medical intervention was required. Dexcom has issued an rga for patient to return device to be investigated.